Manufacturer narrative:
Evaluation summary: no omni implants were explanted or revised. No implant was returned for examination. Omni could only use the implant usage ticket information to confirm the lot numbers of the products originally implanted. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery the patella was resurfaced. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of any omni device.

Event description:
The complainant reported a knee revision surgery due to pain and irritation. The original implant surgery was on (B)(6) /2012. Omni devices that were implanted were a femoral head, tibial baseplate, tibial insert and retaining bolt. The revision surgery was on (B)(6) 2013. During the revision surgery the surgeon resurfaced the patella. No omni devices were explanted or revised.